Event description:
It was reported that a patient underwent an unknown procedure on (B)(4) 2014 and suture was used. It was observed that the needle was detached from the suture strand. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.